Event description:
Won't allow suture to load ¿ handle sticks. Handle won't hold in place to hold onto stitch. No harm to patient. Manufacturer response for endo stitch, (brand not provided) (per site reporter). Product to be picked up by rep and returned to manufacturer.